Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had possible under delivery of insulin, no delivery and experienced high blood glucose. Customer had blood glucose like 285mg/dl, 245mg/dl, 215mg/dl, customer¿s blood glucose was 91mg/dl at time of incident and current blood glucose was 285mg/dl which was treated with insulin pump. Customer stated that insulin pump exposed to body scanner in airport. Insulin pump will be return for analysis.